Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records of (B)(6), that a patient with a 27mm 11400m mitris in mitral position, developed severe ai due to pledgeted sutures pulling on the tissue causing distortion of the native av. A 21mm inspiris valve was implanted in the aortic position. Per medical records, the patient initially presented with fevers, chills, and chf. The patient completed 5 days of IV antibiotic therapy. The patient initially underwent redo-mvr. The 27mm 11400 mitral valve was explanted ( (B)(6) ). Pledgeted sutures were placed around the mitral valve with deeper and wider bites than usual to ensure that the suture line would not dehisce and due to the concern about potential disruption of the native aortic valve. A new 27mm mitris valve was implanted. The valve was tested and was found to be intact with no evidence of leakage within the valve and no pvl. Post bypass tee showed significant ai with no defects in the native av leaflet. Cpb was reinitiated. The tethering of pledgeted sutures that were utilized to sew in the bioprosthetic mv were pulling on the tissue causing distortion of the native av and severe aortic insufficiency. The native av was debrided and a new 21mm 11500a inspiris valve was implanted. Post bypass tee showed both valves to be functioning properly with no evidence of defects, no pvl or stenosis. The patient tolerated the procedure well and was transferred to cvicu in guarded condition. The patient is a 74-year-old female with history of hypertension, hyperlipidemia.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The most likely cause is procedural factors, including pledgeted sutures pulling on the tissue causing distortion of the native aortic valve.